Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00298 on 29may2020. Additional information (08jun2020): the customer contacted the siemens customer care center (ccc) and a siemens reviewed the information provided. The customer replaced the contaminated saline onboard of the advia 2400 and the hemolysis index values were properly indicated. Contaminated saline can affect the serum indices due to turbidity in the contaminated saline. It is recommended that when the saline becomes contaminated that the wedges are replaced at the time of saline change. Since the saline change, the issue has been resolved. Siemens concluded that the saline contamination was the cause of this discordant result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Three sodium, creatinine and albumin discordant patient results were obtained on an advia 2400 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia 2400. Initial results were considered discordant. A corrected report was issued but specific values were not provided to siemens.there are no known reports of patient intervention or adverse health consequences due to the discordant sodium, creatinine and albumin patient results.